Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The lesion was located in the distal right coronary artery. A taxus express2 stent of unknown size was placed in the lesion. An unknown time later, in-stent restenosis occurred. The restenosis was treated with a 2.5mm non bsc balloon. No further patient injuries or complications occurred. Patient status is listed as 'good.' Additional information was requested but is not available.

Manufacturer narrative:
Device evaluated by manufacturer - as a unit has not been returned, a technical analysis cannot be performed. A review of the manufacturing documentation could not be performed as the batch number is unknown. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).